Manufacturer narrative:
During inspection and testing, service found the coating of the insertion section was peeling due to deterioration. The reported issue (leak from the tip of the device) was not confirmed during evaluation of the device. Service found the device leaked due to holes in the bending section and at the operation section due to external factors. In addition, angulation was out of specification due to damage to the bending tube, a cleaning brush could not be inserted due to collapse of the forceps channel, the light guide bundle was broken due to external factors, the adhesive on the light guide lens was detached due to handling, the flexible tube of the insertion section was crushed due to external factors, there were scratches on multiple parts of the device due to external factors, backlash of the operation part and gripping part was observed, and the vent below the grip was dirty due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was a leak from the tip of the device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (coating peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the coating which had peeled from the insertion tube. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue resulted from the repeated/long-term use of the device or because it was either mishandled or subjected to stress forces. Olympus will continue to monitor field performance for this device.